Event description:
It was reported that during an unspecified cardiac interventional procedure, a balloon rupture and balloon withdrawal difficulty occurred. The de novo lesion location was located in the mildly tortuous left circumflex artery. The lesion was severely calcified and the degree of stenosis is unknown. The lesion was predilated. The balloon was inflated 2 times for 3 seconds each, at 16 atm. Upon the second inflation, the balloon was burst with a circumferential tear. The balloon was removed from the patient with strong resistance. The distal part of the catheter was extended over the distal part of the catheter. The physician proceeded successfully with an unspecified stent placement. No patient injuries or complications were reported. The patient's condition is reported as "stable."